Event description:
It was reported a boston scientific ablation catheter was placed through the st. Jude medical transseptal introducer sheath and used to deliver rf lesions while using the navx system. During the left atrial procedure, the physician reported a sudden drop in blood pressure and the procedure was stopped. Resuscitative procedures and transfer to surgical operating room followed. The hospital staff reported that the patient expired. The physician does not allege the event was caused by the introducer.

Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the lot number is unknown. Should additional information become available in the future, a follow-up report will be submitted. Based on the information provided to sjm, the cause for the reported patient death remains unknown. It should be noted that the physician does not allege the event was caused by the introducer.